Event description:
A cartridge change error was reported with the pump, leading to an unspecified high blood glucose level. The customer addressed the high blood glucose by administering a correction bolus through the pump. During a call with technical support, the customer reinserted the cartridge, completed the necessary steps, and resolved the issue. There is no information on whether third-party assistance was required.